Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance troubleshooting a flat art line, verified all cables and connections were connected appropriately and secure and the physician confirmed the ability to aspirate blood from the inner lumen. Customer traced the line several times making sure each component of the set up was correct. Also changed out the disposable transducer system, the pressure cable and eventually the entire console, none of which were successful.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance troubleshooting a flat art line, verified all cables and connections were connected appropriately and secure and the physician confirmed the ability to aspirate blood from the inner lumen. Customer traced the line several times making sure each component of the set up was correct. Also changed out the disposable transducer system, the pressure cable and eventually the entire console, none of which were successful. No harm to patient.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: b5, h6(impact codes) the biomed reported bad pressure cable (patient transducer cable) was brought to the shop after the incident. The device was functioning as expected. Customer swapped pumps and issue persisted. Fse did troubleshooting over the phone and the device was functioning as expected. The iabp was then released to the customer and cleared for clinical service. H3 other text : not returned to manufacturer